Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the weld has broken near the head deck section of the frame.